Manufacturer narrative:
(B)(4).the patient line being clamped by the door is the known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. During troubleshooting, it was discovered that the patient line was clamped in the door. The patient aborted therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.